Event description:
Event description: this facility is experiencing issues with the jelco protectiv plus safety catheters. 20g x 1 1/4" lot number not available. Specimen returned to the manufacturer for inspection. An experienced emergency department nurse was performing a routine IV start when the nurse was unable to retract the needle and the needle remained out approximately one inch. There was potential for, but no accidental needle stick. During visual exam, there was no obvious defect to the hoop end.18 g x 1 1/4", lot st2119565.an experienced emergency department nurse was performing a routine IV start when the needle did not retract and lock in a safe position. This left the tip of the needle exposed. There was potential for, but no accidental stick. During visual inspection, there was possibly some malformation to the hoop end which is being evaluated by the manufacturer. Storage methods for the protectiv catheters were examined at this facility and the devices are not stored in a manner that would cause any force/crushing to the hoop-end causing a malformation.

Event description:
Event description: this facility is experiencing issues with the jelco protectiv plus safety catheters.20g x 1 1/4" lot number not available. Specimen returned to the manufacturer for inspection. An experienced emergency department nurse was performing a routine IV start when the nurse was unable to retract the needle and the needle remained out approximately one inch. There was potential for, but no accidental needle stick. During visual exam, there was no obvious defect to the hoop end.18 g x 1 1/4", lot st2119565.an experienced emergency department nurse was performing a routine IV start when the needle did not retract and lock in a safe position. This left the tip of the needle exposed. There was potential for, but no accidental stick. During visual inspection, there was possibly some malformation to the hoop end which is being evaluated by the manufacturer. Storage methods for the protectiv catheters were examined at this facility and the devices are not stored in a manner that would cause any force/crushing to the hoop-end causing a malformation.